Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft messher had incomplete mesh. The event occurred during the meshing of previously recovered cadaveric donor skin. No adverse events or delay have been reported as a result of the malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had incomplete mesh. The customer returned a skin graft mesher device, serial number (B)(4). For evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4). A 2:1 ratio cutter, serial number (B)(4). , for evaluation. The device history record (DHR) and previous repair report of skin graft mesher serial number(B)(4). Reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4). As documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device had cracked gears and the gear, comb, side plates, carrier guide, roller and shoulder bolts were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher of 1.5:1 ratio cutter, serial number (B)(4). Reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher of 1.5:1 ratio cutter, serial number (B)(4). As documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was returned with skin graft mesher serial number 04194 and the bushings, collars and gear were replaced. This is not a related issue. The device history record (DHR) and previous repair report of skin graft mesher of 2:1 ratio cutter, serial number (B)(4). Reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher of 2:1 ratio cutter, serial number (B)(4). As documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the gears were worn and the gear, collars and bushings were replaced. This is not a related issue. Product review of the skin graft mesher by zimmer biomet surgical on (B)(6) 2017 revealed that the pre-test calibration and test cut could not be taken due to a bent comb. The roller and gear had visible damage. The device was received with cutters 2:1 (B)(4). And 1.5:1 (B)(4). Both produced incomplete cuts after the collars and gears were replaced, both deemed non-repairable. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the comb, roller and gear. Skin graft mesher, serial number (B)(4). Was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet surgical it was noted that the pre-test calibration and test cut could not be taken due to a bent comb. The roller and gear had visible damage. The device was received with cutters 2:1 1406041 and 1.5:1 1505033 both produced incomplete cuts after the collars and gears were replaced, both deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the pre-test calibration and test cut could not be taken due to a bent comb. The roller and gear had visible damage. The device was received with cutters 2:1 1406041 and 1.5:1 1505033 both produced incomplete cuts after the collars and gears were replaced, both deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.